Event description:
Pt claims that syringes he received are extremely painful and jagged. Not smooth. Has been having this problem since the original order back in (B)(6) 2011. Sq injections twice daily. Therapy dates: (B)(6) 2011 to present.